Event description:
Npb received information which suggests that a ks330 unit stopped cycling while in patient use. There was no patient injury. Npb staff in another country, were not able to obtain specific details of either the patient diagnosis, or event.